Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were observed throughout the sample. Abundant mechanical damage was observed in the strain-relief sleeve material. The damage occurred in regions that were circumferentially opposite. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during hydraulic pressurization, a leak was observed emanating from one of the damaged regions of the strain-relief sleeve. Microscopic inspection of the strain-relief sleeve confirmed abundant mechanical damage. Splits in the material exhibited sharply defined and irregular fracture edges. The split/impression features and relative locations were consistent with damage caused by contact between the sample and a traumatic grasping instrument such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported that the after blood transfusion, blood leakage was found and damage on the catheter connector was found. There was no reported patient injury.